Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 was jammed and could not be opened due to a cubie that had inadvertently popped up while the drawer was being closed. The field service engineer (fse) shut down the station, removed the jammed cubie from the drawer, and rebooted the unit. The fse confirmed that no error messages were present after restart, and the customer was able to access medication successfully, verifying restoration of normal functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es while closing drawer 4.1, a cubie inadvertently popped up and jammed the drawer, resulting in the drawer being unable to open due to the obstruction. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.